Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of drip chamber separation could not be verified due to the product not being returned for failure investigation. Device history record review for model 10015414 lot number 22066316 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported that the bd alaris¿ lvp bld180m 15d dehp experienced component separation, and leakage. The following information was provided by the initial reporter: there was a tubing separation at the drip chamber with blood tubing. It was noted to be dripping but not ¿completely separated¿. The IV set was changed out. This is the first time it has occurred with blood tubing. No patient harm.

Event description:
It was reported that the bd alaris¿ lvp bld180m 15d dehp experienced component separation, and leakage. The following information was provided by the initial reporter: there was a tubing separation at the drip chamber with blood tubing. It was noted to be dripping but not ¿completely separated." The IV set was changed out. This is the first time it has occurred with blood tubing. No patient harm.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.